Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 38 mg/dl and 83 mg/dl. When troubleshooting was performed by the consumer and customer care representative with control solution, the blood glucose test strips fell into range. The difference in the results previously obtained was determined to be clinically significant. No product remained to be returned for evaluation. Testing of retained test strips of the lot in questioned will be performed.

Manufacturer narrative:
Test strip lot #1020413172, expiration date: june 2015, control solutions lot #1030713254, range: 82-127 mg/dl. Nova test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. No products to be returned for evaluation. Testing of retains of the test strip lot will be performed. Should any significant findings be a result of that investigation, a follow-up report will be filed.